Manufacturer narrative:
The primary di# has been used as the lot information is unknown. A4 - weight: 200 (units not provided). Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that patient had high bg of 400 mg per dl due to a kinked cannula, and was resolved by changing their cleo 90 infusion set and administering a bolus. The operator of the device was the lay user or patient. No patient harm or no patient injury.